Manufacturer narrative:
Alleged failure: it was reported by the sales rep david aubrey the item broke in the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user excessive force and/or the instrument was used in bending/prying. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Gtin is not available since this is an obsolete device in 2015 and this event took place in 2018.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved and the procedure was completed successfully.